Event description:
Boston scientific crm received information that this patient fell, and hit the device pocket area. When the patient went into the hospital it was noted the device was exposed, and a pocket infection was suspected. The physician elected to explant the entire system, which included this implantable cardioverter defibrillator (ICD). The right ventricular lead, however, could not be removed, so it was capped and abandoned. There were no other adverse patient effects reported.